Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. On unreported dates, while the patient was hospitalized for an unrelated indication, the patient was treated for the peritonitis intraperitoneally and intravenously with unknown antibiotics (doses, frequencies, and routes not reported). On an unreported date, the patient was recovered from the peritonitis event. It was not reported if apd therapy was ongoing. No additional information is available.